Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital on (B)(6) 2016. The customer was hospitalized on (B)(6) 2016. The cause of death was congestive heart failure. Caller reported of finding customer on the floor and blood glucose was 40 mg/dl. Paramedics were called and customer was transported to the hospital. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; called removed pump 5 or 6 days prior to death, so that pump would not be lost. The customer was not using sensors. The caller stated that the customer had kidney failure, heart disease, and a stroke. The caller declined returning the insulin pump.